Event description:
Report of pressure monitoring kit connections coming apart received. A pt with a diagnosis of cardiac failure required a balloon pump. The blood pressure of the aorta was being measured through the balloon catheter lumen which was connected to the pressure monitoring kit. The connections were reportedly tightened before use. The pressure monitoring kit fell apart at an unspecified area and allowed blood to back up through the lumen. The balloon catheter clotted off. A blood loss of only 3-4cc was reported. The physician opted to remove the catheter and terminate the therapy. The reporter stated that although there was no harm to the pt, the pt's course of treatment was altered because of this problem. Although requested, pt age and gender were not available.